Manufacturer narrative:
This report is based on information provided by philips authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ device indicating battery insertion test (bit) fault. The customer evaluated the device and determined that the capacitor was defective but decided to repair the device on their own. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was defective capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer will replace the capacitor. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibited a "bit fault". Additional information has been requested. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address line 1: (B)(6).